Event description:
Reported by health professional as - leak at port tubing at the stainless steel connector.

Manufacturer narrative:
Strain relief. Medwatch sent to FDA on: 10/25/2012. Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a strain relief. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port of the connector tubing."